Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noise for the pacing lead that resulted to pacing inhibition with greater than two seconds asystole. The pacing lead was explanted and pace/sense portion of the implanted tachycardia lead was used. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.